Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this incident involved significant resistance during catheter removal. During removal, the catheter felt as if it were caught approximately 3 to 4 cm inside the urethra, making it impossible to remove. All irrigation fluid had been drained. After several attempts, the catheter was successfully removed, but upon inspection, the balloon section was wrinkled and had a step like indentation. It is believed that this section was what caused the resistance and prevented removal.